Event description:
In an off label transfemoral tavr case, a planned valve in valve procedure was performed to seal the previously placed core valve. Initially, a core valve was placed 3 month prior, but was sitting too high. Severe paravalvular leak (pvl) was noted, with very little stent cover below the annulus. The case was discussed and it was planned to place one sapien xt lower in the native annulus, to expand the outlet of the core valve. Post deployment of the first valve, there was some central aortic insufficiency (cai) due to native leaflet overhang. The second valve was placed higher to anchor the first valve. The procedure went as planned and the patient left in stable condition. The patient¿s native annulus diameter was 606mm2. The patient¿s sinotubular junction (stj) was 31mm, and sinus of valsalva (sov) was 42mm.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment technical summary written by edwards, ¿simulation of low placement causing thv regurgitation¿ was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, the sapien xt was intentionally placed too low, as to seal the previously placed core valve. As a result of the low placement of the first valve, native leaflet overhang led to cai. A second valve was placed to anchor the first valve, subsequently correcting the cai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.